Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very tortuous and moderately calcified circumflex artery. A 2.25 x 8 synergy ii drug-eluting stent was advanced but would not go out of the left main into the circumflex. As the device was attempted to be removed, the stent came off of the delivery system and was located in the left main. A balloon catheter was advanced, attempted to inflate and pull the stent back into the guide catheter; however, the stent went down the left anterior descending (lad) artery. A non-bsc stent was then deployed and crushed the synergy stent up against the vessel wall. Another non-bsc stent was deployed in the circumflex artery to complete the procedure. There were no patient complications reported and the patient's status was fine.